Manufacturer narrative:
Manufacturer received info from distributor that a consumer alleged their chair was smoking and would not stop. They reportedly pulled wires on the chair to stop it. No additional details were provided. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance or a product modification may have caused or contributed to this alleged incident. MDR filed as a conservative measure.

Event description:
The consumer alleges the chair was smoking and would not stop until he pulled the wires in the back of the chair out. No injury is alleged.